Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) malfunction due to a fluid leak in the device. Patient had undergone a removal and replacement of the ipp. Patient was doing good after the surgery.

Manufacturer narrative:
Fluid leak was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. A fluid leak could not be confirmed directly during product analysis. The identified pump test failures could appear to a user to be a fluid leak in the system because the inability to transfer sufficient fluid to inflate the cylinders could present as an inability to achieve inflation, which would also be the presentation of a lack of fluid in the system. Therefore, the pump failures are considered a probable cause of this event. Product analysis indicated that the identified device failures could be a probable cause of the reported allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure during product analysis.

Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) malfunction due to a fluid leak in the device. Patient had undergone a removal and replacement of the ipp. Patient was doing good after the surgery. No more information is available at the moment, additional information was requested and will be provided as it becomes available.